Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Ased on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4470, boston scientific lead, implanted: (B)(6) 2011; (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection and lead vegetation. The device system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.